Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported pumps turn off without input which was not reproduced during evaluation. Pump turn off without input were verified through a review of the event history log. Visual inspection found to be caused by a damaged alternating current power cord which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without input. The problem was found in the emergency room department. There was no patient involvement. No additional information is available.